Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda, difficult positioning in anatomy, and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), an enlarged atrium, apnea, and atrial fibrillation for a mitraclip procedure. The patient remained in atrial fibrillation throughout the procedure. This was the second mitraclip in the procedure. After the first grasp a tear of the posterior leaflet was suspected, due to a leakage observed between the first and second clip. After the second attempt at grasping, the clip was inverted and retracted into the left atrium (la). The clip was engaged with a chord and became free when it returned to the la suddenly. The third grasp was successful. The clip placement was assessed when the blood pressure dropped from 100/40 mmhg to 55/40 mmhg. The heart rate increased from 80 to greater than 140 beats per minute. An atrial septal defect (asd) was observed at the puncture site. Acute right-sided heart failure was confirmed. The clip was deployed in order to assess and treat the asd. After deployment, the mr worsened, and a single leaflet device attachment (slda) was observed. The posterior leaflet was detached. The steerable guide catheter (sgc) was removed, and the acute heart failure resolved. No further treatment was required. It is unknown if the comorbidity or asd contributed to the cascade of adverse effects.